Event description:
(B)(4) MDR - this lead was reported to have dislodged after signs of high thresholds and loss of capture were noted. No dates were provided for this event. No adverse pt side effects have been reported. The lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.